Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been sat on by the customer. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.